Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a patient of unknown demographics who received treatment with synvisc one and later after unknown latency had increased pain, increased swelling and weight bearing was difficult. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown). On an unknown date, after unknown latency the patient had increased pain, increased swelling and weight bearing was difficult. On an unknown date, the patient was admitted to the hospital due to events. Corrective treatment: not reported for all the events outcome: unknown for all the events seriousness criteria: hospitalization/prolongation for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received treatment with synvisc one and was later hospitalized due to increased pain, swelling and weight bearing difficulty. A significant temporal relationship cannot be established since event onset date and product therapy details are unknown, hence causal role of suspect product in occurrence of the event cannot be completely denied. However, lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.